Manufacturer narrative:
(B)(4). A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure to treat a heavily tortuous, heavily calcified lesion in the circumflex artery, a 3.0x15 mm xience sierra stent delivery system (sds) could not cross and the stent dislodged. The dislodged stent was retrieved on the guide wire with the balloon of the sds. Ultimately a 3.0x18 mm xience sierra stent was implanted at the target lesion. There was a delay in the procedure; however, not clinically significant as there were no adverse patient effects. No additional information was provided.